Event description:
It was reported that the customer's insulin pump had two cracks. The customer was unaware how the damage occurred. The customer's blood glucose was unknown. The customer stated that the cracks were located at the top and bottom of the lcd screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.